Manufacturer narrative:
On (B)(6) 2015 medtronic representative reported booting up the navigation system and could not replicate the flickering monitor issue. Verified all power and video connections were intact with no charge. On (B)(6) 2015 a medtronic representative, following-up at the site, reported the amount of delay was not known, however, the surgeon proceeded with the surgery. When requested from the site, patient demographics were not known. Root cause was user error with too many track-able instruments in the field and the surgeon did not understand the ramifications this would create. On (B)(6) 2015 a second medtronic representative, followed-up at the site, and reported the delay was much less than one hour. Additionally, the site has been educated on instrument tracking. On (B)(6) 2015 software investigation completed. Findings are that the user had too many instruments in the field. Software is functioning as designed. Determined to be a use error. No further issues have been reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a cranial procedure, instruments were tracking intermittently. Specifically, the anatomy image would flicker on/off screen. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.